Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp device for mechanical circulatory support. During support, oozing from the impella rp sheath was noted. Bleeding was controlled with additional sutures placed. Survival outcome at explant noted the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.